Manufacturer narrative:
(B)(4). The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. A visual and functional examination of the complaint device could not be performed since the device remains implanted and will not be returned for analysis. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. "Stent occlusion" is listed in the dfu as a potential post stent placement complication related to the use of this device. Therefore, the most probable root cause is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex 10mm diameter stent was implanted in the right hepatic duct on an unknown date. According to the complainant, the stent was used to treat a hilar stricture due to gallbladder cancer. No issues were reported during the initial stent placement. During an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015, stent occlusion due to tumor ingrowth was confirmed. A stent-in-stent procedure to address the stent occlusion was successfully performed with a wallflex biliary rx partially covered stent. There were no patient complications reported as a result of this event. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available, a supplemental report will be submitted.